Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor received low readings when compared to a finger prick result. On an unspecified date, a sensor reading of 2.4 mmol/l (43 mg/dl) was received compared to a finger prick result of 15 mmol/l (270 mg/dl) on unspecified meter. The customer experienced symptoms described as ¿vomiting and breathing fast¿ and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed customer with hyperglycemia and treated with insulin via an insulin pump. There was no report of death or permanent impairment associated with this event.